Event description:
The customer contacted physio-control to report that during a recent patient event their device powered off on its own. The patient, a (B)(6) male, was being monitored only and defibrillation was not necessary. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.